Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-aug-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (4 mg/ml at 0.25 mg/day) via an implantable infusion pump. The indications for use were noted to be chronic low back pain and spinal pain. It was reported that an aspiration of the catheter access port (cap) was attempted but was not successful. The cap study was being done prior to a normal and expected pump replacement for upcoming end of service life. The catheter was planned to be replaced during the upcoming pump replacement. There were no environmental, external or patient factors which may have led or contributed to the issue. No patient symptoms were reported. The issue was not considered resolved. The surgery was not yet scheduled. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.